Event description:
It was reported the patient had died a "non-sudden cardiac death" that was determined not to be system related. The patient had been admitted with respiratory failure and septic shock that was not responsive to ionotropic support. It had previously been reported that there was progressive threshold rise. Lead polarity was reprogrammed. Impedance of 832 ohms reported. The physician was aware of impedance increase and was continuing to monitor. The patient had been scheduled for follow up due to failure to capture and sustained lv output increased. Medical records show the patient had been admitted with respiratory failure and septic shock with fever, pneumonia, and positive blood cultures for influenza a. The patient was treated medically, but respiratory status worsened and family opted for comfort care only. The patient "did not survive the septic shock secondary to insufficient reserves to fight the infection."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. It is not known if the lead was explanted post mortem.